Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 591 mg/dl. Customer experienced nausea, weakness and treated their high blood glucose via manual injection and insulin pump. Customer's wife advised the reservoirs leaked around the o-rings and insulin dripped out. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer's alarm history showed no delivery alarms and low reservoir alarms. Customer was advised to discard the reservoirs and that replacement products would be sent out.